Manufacturer narrative:
The product was requested for return to the manufacturer for laboratory investigation but was not yet received. The investigation is still pending. (B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002.(B)(4).

Event description:
According to the customer: the quadrox ID was leaking a small amount of blood through the diacon connector or dialysis connector at the center of the arterial side. The oxygenator was swapped out without incident. No harm to the patient was reported. Internal reference: (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA 45 barbour pond drive wayne, nj 07470. Contact person- (B)(6). The product was requested for return to the manufacturer for laboratory investigation. The returned sample was investigated in the laboratory of the manufacturer. A quadrox-ID adult softline has been returned. The sample was contaminated. The dialysis connector was also contaminated. Sample was cleaned with sodium hypochlorite. Leak test performed. In 2 places a leak was detected. 1. Crack on the luer lock on the blood outlet cover. 2. Cracks on the luer lock of the blood outlet connector. Both cracks are not complained by the customer on the initial complaint report therefore it can be assumed that the cracks happened during transport cracks glued. Leak test repeated. A leak on the slide connector can be confirmed. No further abnormalities could be detected. Thus the failure could be confirmed. As the failure is already known to mcp a CAPA process (CAPA 17-07-003) was initiated. All further action in regard to the reported failure will be performed out of CAPA 17-07-003. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.